Manufacturer narrative:
Investigation summary: - cubby beds made nine attempts to obtain additional information, pictures and return product for inspection (9 by email, 1 by phone). Cubby beds was unable to obtain information that would be relevant to identifying the root cause of the event reported. - cubby beds quality manager attempted to recreate the reported issue on a separate but equivalent product in-house but was unable to reproduce the reported issue. - there is no indication that the product was received damaged. Based on the information provided by the customer, the safety sheets were performing as intended until the child manipulated the zipper causing separation. - the device's labeling and assembly instructions (pack80020 v1.0 cubby bed user manual) were examined to ensure they appropriately guide the use and care of the safety sheets and adequately warn of the consequences of improper assembly and usage. The user manual includes a warning for possible entrapment due to failure to use the safety sheets and to ensure safety sheets are completely zipped and locked in place, and instructs assembler to secure the sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing it, and a warning "do not use the product without the safety sheet zipped and locked in place. Do not use regular fitted sheets." - reporter confirmed that no injury or adverse effects resulted from this event. Root cause: the information gathered during the investigation indicates the immediate cause of the safety sheet zipper separation was the pinching and rolling of the zipper by the son. Cubby beds made multiple attempts (10 by email and phone) to obtain additional information about the reportedevent but was unsuccessful in gathering additional information. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.

Event description:
Father reported that their child was able to separate the canopy-safety sheet zipper and then elope from the cubby bed. The child pinches and rolls the zipper until it becomes separated and then squeezes through the mattress and pushes the canopy sides out and slides through beneath the bed. The father gave no indication that an injury occurred or that medical intervention was required.